Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer manually stopped pump insulin delivery to address bg. A valid resume pump alarm occurred. Customer resumed pump therapy. No additional information was provided.